Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that poor illumination in both ports was noted after a surgical procedure. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported illumination issue. The xenon lamp and the illuminator controller printed circuit board (pcb) were replaced to address the issue; however the illumination output was still below specification. The tabletop illuminator module was replaced. The system was then tested and met all product specifications. The system was manufactured on january 30, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming tabletop illuminator module. (B)(4).